Event description:
It was reported that the power cord prongs are getting stuck in the outlets. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
No new information.

Manufacturer narrative:
The issue was resolved for the customer by sending a replacement power adapter.